Event description:
It was reported that a user experienced postprandial hyperglycemia while using the ilet following a missed meal announcement; the device was expected to correct as insulin on board acted, and glucose decreased from 310 mg/dl to 284 mg/dl during the call and to 200 mg/dl on follow-up, with agent education provided. Symptoms included elevated blood glucose without acute complications. Outcomes included gradual improvement with continued downward trend and no need for additional intervention or medical care. Investigation included case review, blood glucose assessment, and user education regarding meal announcement behavior. Investigation of this case revealed no device malfunction and indicated user-related use error associated with missed meal announcement while the device and its components performed as designed. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.